Event description:
Caller states that pt 1 tested 1.8inr on the device and 3.05 on a comparison lab. Pt 2 reportedly tested 2.6 inr on the device and 4.36 inr on a comparison lab. Pt 3 reportedly tested 1.3 inr on the device and 1.8 inr on a comparison lab. Pt 4 reportedly tested 8.0 inr on the device and 3.09 inr on a comparison lab. No action was reportedly taken based on device results provided. No adverse event reported for any pt listed.

Event description:
Caller states that pt 1 tested 1.8inr on the device and 3.05 on a comparison lab. Pt 2 reportedly tested 2.6inr on the device and 4.36inr n a comparison lab. Pt 3 reportedly tested 1.3inr on the device and 1.6inr on a comparison lab. Pt 4 reportedly tested 8.0inr on the device and 3.09inr on a comparison lab. No adverse event reported for any pt listed.

Event description:
Caller states that pt 1 tested 1.8inr on the device and 3.05 on a comparison lab. Pt 2 reportedly tested 2.6inr on the device and 4.36inr n a comparison lab. Pt 3 reportedly tested 1.3inr on the device and 1.6inr on a comparison lab. Pt 4 reportedly tested 8.0inr on the device and 3.09inr on a comparison lab. No adverse event reported for any pt listed.

Event description:
Caller states that pt 1 tested 1.8inr on the device and 3.05 on a comparison lab. Pt 2 reportedly tested 2.6inr on the device and 4.36inr n a comparison lab. Pt 3 reportedly tested 1.3inr on the device and 1.6inr on a comparison lab. Pt 4 reportedly tested 8.0inr on the device and 3.09inr on a comparison lab. No adverse event reported for any pt listed.